Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their ipg was inoperable. As a result, surgical intervention was undertaken (B)(6) 2018 where the ipg was replaced with a new model. Therapy was restored postoperatively resolving the issue.